Event description:
It was reported that during a follow-up training session, the ilet displayed repeated restart and malfunction alerts while the user attempted to change supplies, and the device required multiple restarts without resolution; the event aligned with a consecutive stalled motor issue associated with the insulin delivery mechanism, and the device was replaced while the affected unit was arranged for return. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support, troubleshooting, and user education. Investigation of the returned device revealed a mechanical problem consistent with a stalled motor affecting insulin delivery, with malfunction alarms prompting repeated restart attempts. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the insulin pump motor during supply change under normal use.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.